Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿clamp door opens unintentionally /incomplete engagement¿ with a potential root cause of ¿inappropriate snap fit¿ the lot number is unknown; therefore, the device history record could not be reviewed and bard is unable to determine the associated labeling to review.

Event description:
It was reported that the plastic catheter holder disconnected from the adhesive pad. No medical intervention was reported.